Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had damaged connector pins. The device was being used during surgery. There were no injuries however it is unk if medical intervention occurred. There was no additional info provided.